Event description:
It was reported that the ventilator generated a technical error code for error in internal memory. Patient involvement is unknown. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer noted error codes for error in internal memory and backup lithium battery depleted in the device logs. He replaced the control printed circuit board (pcb) which resolved the issue. The ventilator passed all calibration, functional and safety tests performed and was cleared for clinical use. The visual investigation of the returned control pcb showed that its lithium backup battery was disconnected. The battery may have been disconnected before return, but may also be related to the reported problem. The battery was measured to be functional. Evaluation of received device logs shows that the first battery depleted technical alarm was raised (B)(6) 2020, 6 days before the reported date of event. The date of event will be adjusted accordingly. The next time it was generated the technical alarm for persistent ventilator settings corrupt followed as a consequence. The returned control pcb was installed in the reference ventilator. Three pre-use checks passed and simulated use test ventilation ran for one week without any deficiency noted. A depleted lithium backup battery will lead to the reported technical error codes. If the failure occurs during ventilation, ventilation will continue as before and an alarm will be generated. If the failure occurs during startup, an alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the backup lithium battery likely had poor contact, but this couldn't be established. The returned control pcb worked according to its specification during the investigation.